Event description:
It was reported that: "the metal tip of the magic came off". Follow up 19nov2021: "the tip of the micro-catheter stayed in the vascular anatomy. There was no injury to the patient because as it was only a malformation what the doctor did, was that he retrieved the catheter without inconveniene, changed it for another one and finished the embolization with histoacryl" follow up 25nov2021: "·do you have pictures of the device to share with us please? There are no pictures available as the record of the patient is not in the equipment anymore. Only the metal tip came off or also a part of the distal extremity of the magic is missing? Only the tip came off. Could you please describe the procedure; does this incident come during an embolic agent injection? Was the microcatheter entrapped? Yes, the tip came off during one of the first injecations of the contrast media. How was the patient anatomy? It wasn't tortuous vasculature. Did the user felt any resistance or friction during the navigation of the microcatheter please? The doctor didn't feel any friction during the navigation of the micro-catheter. Was the tip let free in the vascular anatomy or was it wedged within the histoacryl? The tip was wedged within the histoacryl". Incident report form received for this complaint indicated no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Note: this complaint file is being reported late as part of a corrective action following an FDA inspection. After a review of historical complaint files, it was determined that for this complaint the device failed to meet its performance specifications according to the initial claim submitted by the user. For these complaints, the potential harm did not lead to a serious injury or death, however the performance specification which was failed to be met for these complaints could have led to a serious injury or death based on the initial information that was reported to balt. The device analysis and investigation was performed by legal manufacturer, balt extrusion. A summary of the results is as follows: the returned device was inspected in our quality laboratory. During our analysis, we confirmed that the distal ring on the white pursil came off as indicated in the incident description. However, we could clearly observe the print of the distal ring on the microcatheter, demonstrating that it was well initially crimped on the tube. See pictures attached for illustration. The following tests are performed during the manufacturing process: the position of the ring is controlled for every unit; the cleanliness and the aspect of the ring gluing are controlled at 100% under binocular (twice); verification of the outer diameter at the level of the ring with a calibrated gauge (twice); sliding of the microcatheter through a curved-model by sampling; visual aspect of the entire catheter at 100% and additional control of the ring by sampling before placing the microcatheter into the protective dispenser hoops. The review of these lot manufacturing records did not highlight any anomaly during the manufacturing process that could potentially account for the event reported. In addition, the results of the incoming inspection of the glue used for this specific batch did not reveal any anomaly. No other incident was reported on this lot number to date. Based on the information available, several hypothesis could be made: the ring detachment could be due to a too strong injection of contrast liquid / saline solution as the event occurred "during one of the first injections of the contrast media" . As mentioned in the ifus: "the using pressure must not exceed the maximum value of 7 bars/100 psi as indicated on the label." And "magic micro-catheters are distinguished from the other micro-catheters by their super supple distal shaft. Their rupture strength is limited and inversely proportional to micro-catheters diameter.". The ring detachment could be due to a inappropriate gluing of the ring. However, we reviewed the tests performed on the ring and the results conformed to specifications so this hypothesis is unlikely. In conclusion, we lack information to accurately determine the origin of this isolated case. Comprehensive analysis of this failure mode will remain subject to continued tracking for any unacceptable increase in trend as part of our post marketing surveillance program. At this time, no such increase has been observed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.